Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
Healthcare professional reported two tubings where the medication would leak from bonding above the 0.2 micron filter. The patient had put a bandaid on to stop the leak. The device operator was the patient. Medication being infused was 5fu. Patient involved. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.

Event description:
Healthcare professional reported "patient noticed the bag was leaking before they came for removal, patient put leaking pump in ziplock bag, nurse noted there were white particles outside of the bag by the filter, but it was dried. Leak did interfere with chemo.